Manufacturer narrative:
Medical device lot number: unknown; medical device expiration date: unknown; device manufacture date: unknown. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. The root cause was determined to be inadequate welding of the hub and collar assembly.

Event description:
It was reported that the white ring of the pink shield came off with the green bd eclipse¿ blood collection needle cover. No serious injury or medical intervention reported.